Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail was compressed on both sides. Gouges that appear to be from the attempts to insert the surface were also noted on the anterior cutout. Measured dimensions were conforming to print specifications. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. The damage to the dovetails indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Event description:
It is reported that the surgeon encountered difficulty inserting the articular surface.